Event description:
It was reported that during a gastric bypass, the device fired and then the jaws would not open all the way. The jaws opened enough to get off the tissue and removed from the case. Triggers are in position but the jaws are not opened completely. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Damaged clamping mechanism. Evaluation summary: the analysis showed that the device was received with the clamping mechanism damaged and no reload present. The returned device was found to be non-functional due to the damaged clamping mechanism. The device was disassembled to verify the condition of the internal components and the yoke where it engages with the closure tube was found damaged. No functional test could be performed due to the condition of the device. However, the device could be opened by using reverse force between the handle and tube. It should be noted that at least a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected. We have documented the circumstances as they were reported to us. In addition, the appropriate engineering personnel have been notified of this incident. An investigation has been initiated to determine the cause of this issue. A batch record review was performed and no anomalies were found during the manufacturing process.